Event description:
During routine hip replacement surgery, the surgeon attempted add'l fixation of the acetabular component using a portland-orthopaedics 35mm bone screw. The bone screw did not perform as expected and screwed all the way through the acetabular component screw hole and into the pt's acetabulum. Since the acetabular component was otherwise well fixed, the surgeon did not use any other bone screw, left the screw in the acetabulum and completed the surgery. Note: portland-orthopaedics does not admit, and specifically denies, that this medwatch form, or any discussion related to this matter, constitutes an admission that portland-orthopaedics or the equator plus system bone screw cause or contributed to any of the problems/events mentioned, or that a recurrence would be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
This incident is the third of its type as previously reported in 9613642-2007-00001/2. The earlier incidents and components involved have been thoroughly scrutinised by portland-orthopaedics r&d and quality departments. Based on reviews of the components and clinical data available at the time of the early incidents, an improved bone screw design was tested, and released by portland-orthopaedics. The screw from the current incident is of the improved design. After nearly 900 surgical cases, the current incident as with the previous two (2) incidents are attributed to one surgeon. As before, it would appear likely that the incident occurred due to undue force being applied to the bone screw during implantation. Portland-orthopaedics does not believe that the current design poses an unreasonable risk of substantial harm to the public health requiring remedial action. As before, portland-orthopaedics is in the process of reviewing the bone screw, with the possibility of providing a more robust design, capable of withstanding even greater forces of application.